Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation in its original packaging un-opened. The packaging was opened and was verified to have a foreign substance on the underside of the packaging card. The packaging card was sent to mtac for verification of the substance. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. A 90/035 imager ii angiographic catheter was received with no reported device issue. However, device analysis revealed a foreign substance on the underside of the packaging card.